Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 19, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 4315), method code #1: 10 - testing of actual/suspected device, method code #2: 11 - testing of device from same lot/batch retained by manufacturer, method code #3: 3331 - analysis of production records, results code: 213 - no device problem found, conclusions code: 4315 - cause not established. The affected sample was inspected upon receipt with no visual anomalies noted. The unit was setup in a saline circuit with a sarn drive system and a sorin drive system with a terumo cp adapter. While pumping with the sarns system, the pump exhibited no unusual noises. However, when setup on the sorin drive with the adapter, an audible noise was observed. It was then disassembled and thoroughly inspected for dimensional accuracy, foreign matter and fitment. The magnets, bearings and molded components did not have any apparent anomalies. Research of production records showed that mold maintenance was performed to improve the dimensional tolerance of the molded components and associated bearings, this preventive maintenance and mold modification reduced production fall out by improving the bearing/housing interface with improved tolerances. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction). H6 (correction of codes 170, 23). Results code: 170 manufacturing process problem identified. Conclusions code: 23 manufacturing deficiency. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the centrifugal pump made a rattling sound. No patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). Based on this investigation, it is believed that the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the mag rotor assembly into the separator and the dimension of the bearing pocket in the magnet housing. Corrections are being investigated as it relates to the arbor press to ensure consistent assembly of the bearing and the magnet rotor. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.